Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a cap came off the final line of the homechoice cassette, which is known to cause this alarm. The cause of the cap falling off from the end of the line could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that the cap of the final line popped off, which led to this alarm. The patient cleared the alarm and was advised to do manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.